Event description:
The customer reported via phone call that the insulin pump would deliver insulin with the slightest touch. The customer stated there would be accidental insulin delivery with slight pressure. Customer's blood glucose was unknown. The customer did not report any damage to the insulin pump. Customer will be returning the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.